Manufacturer narrative:
The logs from the viewing station of the imaging system were evaluated by medtronic personnel. The logs proved inconclusive as the main imaging system logs were not provided.

Manufacturer narrative:
The logs for the main imaging system were received and evaluated by medtronic personnel. The logs found that the e-stop button was engaged when the reported issue occurred. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed an initialization prompt thought the viewing station of the imaging system and imaging system were connected. The gantry door of the imaging system would not close and a red x was displayed for status of the viewing station of the imaging system. Restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.